Manufacturer narrative:
Initial and final MDR 1888364 - MDR 3003442380-2024-08422 - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-apr-2024, it was reported that the infusion set tubing detached from hub for more than four days, which caused the patient blood glucose levels to high, therefore correction bolus via pump and mdi. The patient replaced infusion set and resumed insulin successfully. No further information available.